Event description:
Thrombosis of the device. (Believed to be most likely due to hypovolemia.). Patient death, possible myocardiac arrest. The physician believes patient death was not caused by the implanted device.